Event description:
It was reported through remote transmission that high hv lead impedance was observed on the right ventricular channel. The impedance was greater than the programmed upper limit and has been increasing gradually over the last year. Programming changes and pocket condition evaluation were recommended. No further information was provided.